Event description:
It was reported tht during a breast biopsy, the holster's cocking levers will not cock properly. There was no patient consequence reported. The customer was able to complete the case uwing a holster.